Event description:
It was reported that a pt in a post-marketing clinical study underwent a successful x-stop procedure at levels l3-l4 and l4-l5 in (B) (6) 2007. The devices had functioned as intended up until about three months ago, when there was a return of symptoms. Approx one and a half years post-implant ((B) (6) 2009), the pt underwent a laminectomy and had the x-stop implants removed. There were no complications reported. No other info was provided.

Manufacturer narrative:
Device not returned, f/u conversation with company rep.